Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced rising blood glucose while using the ilet and identified a bent cannula on a teflon infusion set; the user took fast-acting and long-acting insulin, was advised to discontinue pump use until long-acting insulin effects resolved, changed the infusion set, and subsequently resumed pump therapy with glucose returning to range. Symptoms included hyperglycemia. Outcomes included resolution of hyperglycemia after infusion set replacement and appropriate timing of pump reconnection, with no hospitalization. Investigation included remote troubleshooting and education regarding infusion set replacement and safe pump reconnection timing after long-acting insulin. Investigation of this case revealed a likely infusion site failure due to a bent cannula leading to hyperglycemia, with restoration of expected pump performance after set replacement and insulin clearance. It was concluded, based on previously established findings for similar reports, that the cause was use-related infusion set failure resulting in transient hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.